Manufacturer narrative:
.

Event description:
The customer reported helium alarms (2/3) every minute. Also, ECG and ap nicolay connectors were improperly mounted (not fully tightened). The pump assembly was exchanged - resolved helium alarms. The connector issues were resolved by tightening the screws properly.